Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not stay in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit would not stay in standby mode. It was confirmed that the unit would not stay in standby mode. The biomed also reported the average air flow when set to zero was .9 standard liter per minute (slpm). The remote service engineer (rse) then advised the biomed the unit could be out of specification. The rse advised the replacement of the flow sensor assembly. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.